Event description:
During a coronary stenting drug eluting treatment procedure, a stent embolization occurred. The lesion being treated was located in the severely calcified and severely tortuous distal left anterior descending 9lad) artery. The physician predilated with an unknown size balloon inflating to 8.5 atms for 32 seconds, 8,2 atms for 32 seconds, and 13.1 atms for 34 seconds. While trying to cross lesion, the 2.54x24 mm taxus express2 drug eluting stent came off of the delivery system. The physician snared the embolized stent. The procedure was stopped due to this event. No patient complications were reported. Patient status reported as "ok".